Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in a 35-year-old female patient who had essure (batch no. C81081-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acid reflux (oesophageal) and anaphylaxis. Concomitant products included hydrocodone from (B)(6) 2017 to (B)(6) 2018, ibuprofen, omeprazole (B)(6) 2016 to (B)(6) 2017, oral contraceptive nos since 2009 to (B)(6) 2015 and ranitidine (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy/allergic reaction to nickel") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain/lower back pain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"), 5 months 29 days after insertion of essure. On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced urticaria ("hives"). On an unknown date, the patient experienced arthralgia ("hip pain") and myalgia ("sore muscle"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, urticaria, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, arthralgia and myalgia outcome was unknown and the abdominal pain, allergy to metals, alopecia and back pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, fatigue, myalgia, urinary tract disorder, urticaria and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Event added- hip pain, sore muscle. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in a 35-year-old female patient who had essure (batch no. (C81081,c61061) - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included iodine allergy, paratubal cyst, pelvic pain female, adenomyosis, polycystic ovarian syndrome, cystoscopy and d & c. Concurrent conditions included acid reflux (oesophageal) and anaphylaxis. Concomitant products included hydrocodone from (B)(6) 2017 to (B)(6) 2018, ibuprofen, omeprazole (B)(6) 2016 to (B)(6) 2017, oral contraceptive nos since 2009 to (B)(6) 2015 and ranitidine (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy/allergic reaction to nickel") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain/lower back pain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"), 5 months 29 days after insertion of essure. On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced urticaria ("hives"). On an unknown date, the patient experienced arthralgia ("hip pain") and myalgia ("sore muscle"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, urticaria, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, arthralgia and myalgia outcome was unknown and the abdominal pain, allergy to metals, alopecia and back pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, fatigue, myalgia, urinary tract disorder, urticaria and uterine perforation to be related to essure. The reporter commented: coils: right: 3 left: 2. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2021: update of information (batch is invalid), no changes in previous ptc investigation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) in a 35-year-old female patient who had essure (batch no. C81081-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acid reflux (oesophageal) and anaphylaxis. Concomitant products included hydrocodone from (B)(6) 2017 to (B)(6) 2018, ibuprofen, omeprazole (B)(6) 2016, to (B)(6) of 2017, oral contraceptive nos since 2009 to (B)(6) of 2015 and ranitidine (B)(6) 2016 to (B)(6) of 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) of 2015, the patient experienced allergy to metals ("nickel allergy/allergic reaction to nickel") and dysmenorrhoea ("dysmenorrhea (cramping). In (B)(6) of 2015, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain/lower back pain"). In (B)(6) of 2016, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"), 5 months 29 days after insertion of essure. On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) of 2017, the patient experienced urticaria ("hives"). On an unknown date, the patient experienced arthralgia ("hip pain") and myalgia ("sore muscle"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, urticaria, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, arthralgia and myalgia outcome was unknown and the abdominal pain, allergy to metals, alopecia and back pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, fatigue, myalgia, urinary tract disorder, urticaria and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in a 35-year-old female patient who had essure (batch no. C81081-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acid reflux (oesophageal) and anaphylaxis. Concomitant products included hydrocodone from (B)(6) 2017 to(B)(6) 2018, ibuprofen, omeprazole (B)(6) 2016 to (B)(6) 2017, oral contraceptive nos since 2009 to (B)(6) 2015 and ranitidine (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy/allergic reaction to nickel") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain/lower back pain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"), 5 months 29 days after insertion of essure. On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced urticaria ("hives"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, urticaria, bladder disorder, urinary tract disorder, dysmenorrhoea and fatigue outcome was unknown and the abdominal pain, allergy to metals, alopecia and back pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dysmenorrhoea, fatigue, urinary tract disorder, urticaria and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 9-oct-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in a 35-year-old female patient who had essure (batch no. C81081-not valid, c61061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included iodine allergy, paratubal cyst, pelvic pain female, adenomyosis, polycystic ovarian syndrome, cystoscopy and d & c. Concurrent conditions included acid reflux (oesophageal) and anaphylaxis. Concomitant products included hydrocodone from (B)(6) 2017 to (B)(6) 2018, ibuprofen, omeprazole (B)(6) 2016 to (B)(6) 2017, oral contraceptive nos since 2009 to (B)(6) 2015 and ranitidine (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy/allergic reaction to nickel") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain/lower back pain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"), 5 months 29 days after insertion of essure. On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced urticaria ("hives"). On an unknown date, the patient experienced arthralgia ("hip pain") and myalgia ("sore muscle"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, urticaria, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, arthralgia and myalgia outcome was unknown and the abdominal pain, allergy to metals, alopecia and back pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, dysmenorrhoea, fatigue, myalgia, urinary tract disorder, urticaria and uterine perforation to be related to essure. The reporter commented: coils: right: 3 left: 2. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-may-2021: mr received: reporter, lot number and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in a (B)(6) female patient who had essure (batch no. C81081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acid reflux (oesophageal) and anaphylaxis. Concomitant products included hydrocodone from (B)(6) 2017 to (B)(6) 2018, ibuprofen, omeprazole (B)(6) 2016 to (B)(6) 2017, oral contraceptive nos since 2009 to (B)(6) 2015 and ranitidine (B)(6) 2016 to (B)(6) 2017. On 10-sep-2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy/allergic reaction to nickel") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain/lower back pain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"), 5 months 29 days after insertion of essure. On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced urticaria ("hives"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, urticaria, bladder disorder, urinary tract disorder, dysmenorrhoea and fatigue outcome was unknown and the abdominal pain, allergy to metals, alopecia and back pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dysmenorrhoea, fatigue, urinary tract disorder, urticaria and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received. Essure lot number, product indication and explant date added. Case upgraded from other event to incident. Previously reported ¿injury to herself¿ was updated to abdominal pain. Events- perforation (uterus), hives, bladder problems, urinary problems, nickel allergy/allergic reaction to nickel, dysmenorrhea (cramping), fatigue, hair loss and back pain/lower back pain were added. Reporters, medical history, lab data and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.